Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported. The expected residual volume was 7ml and the actual residual volume aspirated was 12ml. It was unk if the pump was at end of life. There were no audible alarms. The decision was made to replace the pump. The pt outcome was ok. The pump was used to deliver morphine.